Manufacturer narrative:
Data files were returned and analyzed. Data files showed that three applications were performed with the balloon catheter without any issues on the date of the event. Also, clinical issues were encountered during the procedure. In conclusion, data analysis could not confirm any issues for the date of the event. The physical device has not been returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a pericardial effusion occurred resulting in a tamponade. The case was aborted. It was noted that there was a hole in the left atrial appendage and surgery was required to clamp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 / 214097158 was returned and analyzed. Visual inspection of the catheter showed the shaft was kinked 1.75 inches from the electrocardiogram connector. In conclusion, the mapping catheter failed the returned product analysis due to a shaft kink. The product analysis findings do not indicate a manufacturing related defect. Additionally, a known clinical issue was encountered during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
The mapping catheter was returned and analyzed and the results were out of specification.